Event description:
It was reported that this pacemaker and non-boston scientific right atrial (ra) and right ventricular (rv) leads exhibited noise and oversensing resulting in an unknown duration of pacing inhibition. The patient was noted to be mostly atrial paced. Technical services (ts) discussed potential causes and troubleshooting options. The health care professional (hcp) reprogrammed the device sensing to a fixed value. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.